Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping and displayed a "no pt status" message. The customer tried to restart the pump two other times but the unit came up both times with the same message and would not start pumping. The pt was switched to another unit and therapy was continued. No pt injury was reported.